Manufacturer narrative:
Device evaluation: other: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method - the device history record was reviewed. Conclusions - other: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke away from the body of the hemostasis valve during a coronary angioplasty procedure. No harm or injury was reported. The customer reported two defective devices. The customer was unable to provide specific information or clinical details for the additional event. The customer returned only one used device for evaluation. Therefore this single form FDA 3500a report will be submitted for this complaint.